Manufacturer narrative:
Batch review performed on 27 august 2024 lot 2317941: (B)(4) items manufactured and released on 19-sep-2023. Expiration date: 2028-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional component involved in the event batch review performed on 27 august 2024 liner: mpact dm 01.32.4248cf dm converter tin coated f/dme (k211891) lot. 2307817: (B)(4) items manufactured and released on 18-ago-2023. Expiration date: 2028-07-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2024. On (B)(6) 2024, the patient came in reporting and instability due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully. On (B)(6) 2024 (three months after last revision), the had pain due to a dislocation of the liner from the dm converter liner and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully. The cocr didn't dislocate from the dm liner. The dm converter didn't dislocate from the shell.